Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the adjustment screw head was reported to be deformed. It was reported that the suspected cause of the anomaly was the driver in use. The site elected to complete the procedure with the instruments. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. The clamp was found to hard worn edges but the clamp was still functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.